Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guidewire bent during use. No patient injury or consequence. Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4). Returned were various components from the opened kit including the guide wire. The kit showed clear signs of use and the guide wire was kinked in several locations. The guide wire had several kinks along the body and the j-bend on the distal end was kinked/distorted. The proximal end of the guide wire had multiple severe kinks. Microscopic examination revealed offset coils at the proximal kinks. The customer also returned two representative samples from the same lot as the complaint sample. Both samples were visually inspected and none showed any obvious defects or damage. The kinks/offset coils were located at 20-26mm from the proximal tip. Various other kinks were measured at 33mm, 45mm, 60mm, and 132mm from the distal tip. The outside diameter (od) of the guide wire measured 0.811mm, which met specification of 0.788 - 0.826mm per the graphic. The exact length of the guide wire could not be measured due to the severe kinking, but it measured an approximate length of 600mm, which was consistent with the drawing. The ods of the two representative samples measured 0.790mm and 0.794mm, which were both within the od specification. Other remarks: a manual tug test confirmed that both the proximal and distal welds were intact. A device history record review was performed on the guide wire and semi-finished kit and no relevant findings were identified. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked and bent in multiple locations, including severe kinks and offset coils 20-26mm from the proximal end. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the guidewire bent during use. No patient injury or consequence. Therapy was not delayed or interrupted.